Event description:
It was reported that "stryker received a call from pt claiming their cervical implant failed six months after date of primary surgery (B) (6) 2005."

Manufacturer narrative:
There is limited info at this time. Stryker spine's legal dept has requested add'l info, and if received will be supplied on a supplemental.